Manufacturer narrative:
The data that was provided was not clear as to what they are considering discordant. Additional clarity has been requested. The cause of this event is unknown.

Event description:
The customer reported discrepant sodium results. There was no report of injury due to this event.